Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007 had a monitoring voltage of 2.56 volts approximately 58 months post implant. It was unknown if the device was exhibiting the advisory behavior. A boston scientific technical services consultant recommended monthly follow-up appointments. To date, there have been no adverse patient effects reported.